Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a bleeding rash underneath the ECG electrodes. The patient's physician instructed the patient to use mupirocin on the irritation. The patient reported that the rash was improving with the use of the medication.